Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No unlock on j2 lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, download test or verify excessive no delivery alarm due to button keypad anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and no delivery alarm. The customer's blood glucose value was 433 mg/dl. The customer treated with insulin shot. The customer stated that the act button was not responding. The customer was assisted with 5.0 unit fixed prime and insulin did not exit. The product was returned for analysis.